Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/06/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that prior to the start of the procedure, the shaft of the electrode was found damaged when the package was opened. A new device was opened and used for the procedure. The device was returned for evaluation and failed hipot testing around the damaged section of the electrode. .

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 09/23/2016. Evaluation of the incident electrode confirmed it was bent and deformed 2cm from the distal tip. The electrode failed hipot testing around the damaged section. The cause of the damage could not be determined. This product is 100% hipot tested before prior to release.